Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed an error code of 41622 . There were no injuries or adverse events reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed an occurrence of "system fault 41622." Functional testing involved a motor run test and showed that the device displayed error 41622 during the test. The investigation determined that a damaged duel flag gear was the cause of the reported issue. The duel flag gear was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating there was no patient involvement.